Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facilities representative reported an intraocular lens (iol) was removed due to a residual refractive error .

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: the lens was returned in pieces wrapped inside gauze like material. Viscoelastic was dried on the lens. A large wedge shaped portion was cut from the optic. This is typical of an insertion and removal. The cut portion extended from the edges through the optic center. The optic portion was returned. A lens bench evaluation could not be conducted due to the lens returned in pieces. The customer indicated the use of a qualified cartridge and handpiece. Associated product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The product investigation could not identify a root cause. Power and resolution testing could not be conducted because of the optic damage. The optic was cut into pieces. This is typical of an insertion and removal. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Information in the file indicated that the 20.0 was replaced with a 20.0 diopter lens. (B)(4).